Event description:
As reported: "no harm to patient-during surgery in or, while placing hardware (screw) into bone, the head of the screw broke off. The screw remained in place with any foreign material removed under x-ray by surgeon (the broken head) during the same case, a drill bit broke intraoperatively with no harm to patient".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. The provided information was insufficient to make any evaluation and despite several requests for information to the customer no additional information was made available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "no harm to patient-during surgery in or, while placing hardware (screw) into bone, the head of the screw broke off. The screw remained in place with any foreign material removed under x-ray by surgeon (the broken head) during the same case, a drill bit broke intraoperatively with no harm to patient".